Event description:
It was reported that the 9800 system would not record cine run. Also the brake pads need to be replaced. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The brake pads were replaced during the service call. The system was tested and found to be working as intended and put back into service.